Manufacturer narrative:
Concomitant medical products: the provided therapy dates are an estimate of the adverse event date of onset.

Event description:
Related manufacturer reference number: 1627487-2019-06336, related manufacturer reference number: 3006705815-2019-02019. It was reported the patient¿s scs system was not providing adequate relief. Field representative met with the patient and attempted reprogramming but was unsuccessful. It was discovered the patient's contacts had several high impedances. As a result, the patient's scs system was explanted and replaced on (B)(6) 2019. Effective therapy was established post-op. Issue was resolved.